Manufacturer narrative:
(B)(4). Conclusion: treating right iliac artery aneurysm.

Event description:
Correction: film review analysis: the endoleak type and cause could not be confirmed.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a right iliac aortic aneurysm. It was reported that on an unknown date, the type ii endoleak seen on previous scans was determined to be a type iii fabric endoleak. The physician intervened and implanted an endurant limb resolving the event. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine. Film review analysis: cta's from 7-months post-implant revealed that the bifurcate was positioned just below the renals. The ipsi limb and extension were positioned into the right external iliac and the contra limb into the left common iliac artery. There was no aaa. The right common iliac was aneurysmal; measured approximately 5cm in diameter. The abdominal aorta at the proximal stent graft measured 23 x 25mm, and at the flow divider measured 23 x 28mm. There were areas of calcification seen within the right common iliac aneurysm. There was possible contrast seen within the right iliac; however, the type of endoleak could be confirmed.